Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device would inappropriately shut down and not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corportation for evaluation. The customer's report of "unit shuts off" was not replicated or confirmed. Review of the device log found no evidence of the report. The customer's report of "unit will not power up" was observed during review of the device data logs. The device was put through extensive testing including bench handling, and defibrillation cycle testing without duplicating the reports. An internal inspection of the device found no discrepancies. The digital board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.